Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4 UDI number; g3; h2; h3; h4; h6 complaint sample was evaluated and the reported event was confirmed. One tloc 133 offset inserter assy item# 51-222224 lot# 073392 approximate age of less than a year was returned and evaluated. Upon visual inspection the tip of the device had fractured. There are impact marks on the strike end of the device. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010244-g7 osseoti 3 hole shell 52mm e-65029842, 30103605-g7 vit e neutral lnr 36mm e-65051833, 51-109080-tloc 133 mp sp t1 pps ho 8x101-7026836, 650-0661-delta ceramic fem hd 36/0mm-3062837. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of an inserter was broken while implanting the femoral stem. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.